Manufacturer narrative:
Initial

Event description:
It was reported that a new ilet user experienced low glucose after their first breakfast announcement on the system, with continuous glucose monitor (cgm) readings decreasing from the 90s mg/dl to a nadir of 59 mg/dl within an hour, necessitating oral glucose treatment with two rolls of smarties; this occurred during the learning period and was attributed to an overly large insulin dose following the unannounced breakfast, when the user got too large of a bolus and went low as a result. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included an unexpected medical intervention where oral carbohydrate was required. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device malfunction; a usage problem was identified involving an improper or incorrect procedure or method related to meal announcement and dosing behavior, with the user interface implicated only as the device component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.